Event description:
Hi-torque supra core .035in x 190cm straight (B)(6) wire utilized during left heart catheterization. Noticeable defect found on wire with wire discoloration. Wire has appearance of unraveling.